Manufacturer narrative:
Analysis was normal. No device problem found.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.